Event description:
Received notice from FDA regarding an incident. No user facility info was included with the notice. Event description is as follows: event description (B) (4): fluid was found to be leaking from the stopcock. This was a new transducer that was being hooked up for a uac, and it was leaking.

Manufacturer narrative:
The cover page for the report stated: the attached report, (B) (4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the info presently available. The attached maude event report ((B) (4)) had extremely limited info. This info is being entered into the complaint system for tracking and reporting purposes.